Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 495 mg/dl at time of incident. Customer stated that they had some issue with infusion set that caused their blood glucose to go high. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not called back to perform high pressure test. Customer declined with troubleshooting and stated that the insulin pump was working great, it was just that some of infusion sets went bad. The devices will not be returned for analysis.